Event description:
The pt alleges to have experienced permanent damage to the cornea in the right eye following surgery due to the following. Taking away an excessive amount of tissue after being informed of the corneal thickness. Misdiagnosis of the condition causing visual distortion and performing additional surgery. Prolonged use of steroids without monitoring eye pressure. Pt had a re-treatment and a flap lift, however no specifics for either procedure was provided. Pt experienced an eye infection in the area of the excessive tissue removal and high intraocular pressure (iop). Pt sought several second opinions and one physician stated the high iop caused nerve damage.